Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a cartridge removal issue, which affected blood glucose levels. The patient¿s glucose rose to 401 mg/dl and remained outside the 70¿180 mg/dl range during the event. No back-up therapy was used. Trace ketones were present, and the patient followed their ketone action plan. There were no recent steroid injections, no professional medical intervention was received, and no additional assistance was provided other than help offered by a contact out of kindness. No immediate health effects, such as dizziness, loss of consciousness, or diabetic ketoacidosis, were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.